Manufacturer narrative:
(B)(4). The lot number was updated to h13k13121 from the previously reported h13d11093. A review of all batch record documents was performed for lot number h13k13121 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. As the device was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the y-set was not returned a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap between the y-set and the spike of the transfer set after the caller connected the two supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.